Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited low impedance. The sense/pace portion of the lead was capped and replaced. The defib portion of lead remains active.